Event description:
On (B)(6): customer reports via phone that staff were performing a urology procedure on a male pt (age unknown), when the system fluoro failed. Staff moved pt to another room where procedure was completed without further incident. No reported injury.

Manufacturer narrative:
Field service engineer (fse) investigated complaint and performed a disk cleanup and defragmentation of the computer hard drive and flashed the gim per (B)(4). Fse then checked the unit for proper operation per service checklist (B)(4) and returned the unit to the customer for full service.